Manufacturer narrative:
During the investigation it was established that the patient height 157 cm. It seems most probable that the bed frame surface could not be lowered enough, therefore, the mattress was deflated to facilitate the bed exit which resulted in the patient stuck in the side rails. According to the citadel plus instructions for use (IFU, 831.374), the recommended patient height is between 146 cm and 190 cm. As per IFU, ¿to make sure the patient can use the bed safely, their age and condition should be assessed by a clinically qualified person.¿ the IFU states that ¿caregiver should always aid patient in exiting the bed.¿ the bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, there is possible to adjust the bed height and leg section elevation. The procedure how to transfer the patient from the bed is also described in the IFU. There is recommended to: ¿1. Level patient surface. 2. Adjust height of patient surface to same level as surface to which patient is being transferred. (¿) lower side rails. 5. Transfer patient, following all applicable safety rules and institution protocols." Arjo device was used by the patient when the event occurred and from that perspective it played a role in the event. No malfunction was claimed. This complaint is deemed reportable due to the allegation of entrapment of the patient.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
Arjo became aware of the event involving the citadel plus bed and the maxxair ets mattress. The patient was stuck in the bed side rails while was trying to get off the bed. No patient injury and no bed malfunction was reported. The customer explained that to facilitate the bed exit, the mattress was deflated by the customer staff.